Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 38x2.5mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degrees was located in the moderately calcified proximal, mid and distal right coronary artery (rca). A 2.50x38mm promus element ¿ drug-eluting stent was advanced to treat the lesion, however the device failed to cross the lesion. Upon removal of the device, the physician noticed that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).